Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition 6.5mm pedicle screw, design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Pt underwent original surgery on (B)(6), 2009 when l5 6.5mm x 15mm pedicle screws were implanted in the pt. Pt returned complaining of severe increase to right lateral leg numbness and posterior leg pain. X-rays taken (B)(6), 2010 showed screw at l5 to be broken. Pt underwent revision surgery on (B)(6), 2010 when both l5 screws were found to broken. Broken screws were removed and replaced with 8.5mm pedicle screws. Follow-up x-rays on (B)(6) 2011 showed instrumentation at l3-5 intact and well place. There are no fractures to the screws.